Event description:
The customer called to report that she was being driven to the hospital due to high blood glucose levels and feeling sick. The customer's blood glucose at the time of the call was 387 mg/dl. The customer stated that she had an MRI done earlier that day, and the insulin pump is now alarming motor error. Troubleshooting was performed. Assisted in clearing the alarm, but the customer stated that the insulin pump would not rewind. Found that the drive support disk was normal. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional test including the rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the motor error alarms.